Event description:
It was reported a patient presented for a lead revision on an unknown date. The right ventricular (rv) lead helix would not extend during the revision, so it was explanted and replaced. Post-procedure the patient was stable.

Manufacturer narrative:
Further information requested but not received.

Event description:
New information received notes the right ventricular (rv) lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the helix was retracted and clogged with blood/tissue and the inner coil in the connector region was over torqued due to procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured full helix extension length was within specification. The cause of the reported event was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue.